Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported fiber found inside the scope could not confirmed during evaluation and a root cause of the reported issue could not be determined. Additionally, the investigation found that the objective lens adhesive was missing/detached. A definitive root cause of the missing adhesive could not be determined, however, the issue was likely the result of component failure due to degradation as a result of wear due to repetitive use and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that a fiber was found inside the cysto-nephro videoscope; the issue is believed to have been noticed during reprocessing. There was no report of patient involvement or harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.